Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was selected for treatment of a lesion in the mid left anterior descending artery (lad). The oad was operated on low speed for thirty (30) seconds, and the oad jumped forward. A small type b dissection was observed distal to the lesion. The patient was stable, and pressure remained normal. Two more treatment passes on low speed for thirty (30) seconds each were performed proximal to the dissection. The oad and wire were removed, and a non-csi wire was inserted. The patient went into cardiac arrest as a result of the dissection and the patient's pressure decreased. Left groin access was obtained, and an impella device was placed. Once the patient stabilized, a stent was placed over the dissection area. The patient remained stable and was transferred to the intensive care unit for further observation, with the impella device still placed. The impella device and sheath were removed from the patient, causing the patient to bleed out. Due to religious affiliations, the patient could not get a blood transfusion and the patient expired. Per the opinion of the physician, there was no one particular cause of the dissection event. The primary cause of the death was myocardial ischemia, and the secondary cause was cardiac arrest.